Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose increased to 570 mg/dl due to ripping out her infusion set while trying on clothes. The customer was in the fitting room and her thumb got caught in the loop of her tubing. The patient treated with a 5-unit manual insulin injection, a 4-unit injection, and another 3-and-a-half unit injection. Troubleshooting was declined for the insulin pump. No products were returned or replaced.